Event description:
The customer reported that shortly after she received readings on her freestyle meter that were high, she began experiencing symptoms of hypoglycemia (rapid heart rate, sweating, came close to losing consciousness), went to the ER and was treated with insulin, saline flush, and tylenol. Her blood glucose level on the hospital's meter was 60 mg/dl.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete.